Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient noted that their healthcare provider didn't implant the system correctly.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the cause of the wires being bunched up was due to the healthcare provider (hcp) having trouble putting it in in (B)(6) 2015. They stated that it never did work in the ¿foot¿ area or lower back. It was reported that the cause of the ins stimulator being shallow was due to it just being slipped under their skin. They stated that the manufacturer representative (rep) was also there. No steps had been taken to resolve the issue of the shallow battery and wires being bunched up other than adjustments. It was reported that these issue have not been resolved. The patient weighed 198 pounds at the time of the event.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for sciatic nerve injury and spinal pain. It was reported the ins was so close to the surface of their skin that it was causing lesions and the patient wanted to have the ins removed as they didn't use it anymore- they said that the therapy never worked for them. They wanted the ins removed so that they could have an MRI. The wires were also bunched up in the back and caused lesions. The patient was in pain. No further complications reported.